Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and it was identified customer was pulling residual insulin from old cartridges and reusing it in new cartridge. Customer was informed that remaining insulin in cartridge should not be reused per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 350 mg/dl at time of event.